Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No unexpected sensor end alarms and no trace of moisture damage found on the electronic/motor assembly. The device also had a cracked case at the display window corners, cracked on reservoir tube and lip, cracked battery tube threads, missing end cap sticker and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump have an intermittent response. The customer explained that the insulin pump was exposed to rain. Blood glucose value was 215 mg/dl. He also reported that the insulin pump suddenly alarmed sensor end. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.